Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, on (B)(6) 2016, maximum right ventricular (rv) lead pacing impedance rose to 34018 ohms up from a trend in the 1116-1212 ohm range. Pacing capture threshold in the rv (right ventricle) was elevated,beginning (B)(6) 2016 maximum right ventricular (rv) lead capture threshold measured 2.5v and consistently measured 2.5v. There was undersensing/no rv (right ventricular) sensing,evidence of rv undersensing observed in save to disk electrocardiograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead failed to capture and sense due to a fracture. The lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.